Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This bilaterally implanted patient reported that he is not receiving sufficient benefit from the device on his left side. There were no accident or trauma to the implant site reported. Re-fitting of the device was attempted but the patient still was not able to hear well. Additional check of the device is planned. Revision surgery will be done if necessary.

Manufacturer narrative:
Based on the received information, the patient's hearing perception decreased due to a fmt migration from it's original position. No information regarding further steps have been received. This is a final report.

Event description:
This bilaterally implanted patient reported that he is not receiving sufficient benefit from the device on his left side. There were no accident or trauma to the implant site reported. Re-fitting of the device was attempted but the patient still was not able to hear well. Additional check of the device is planned. Revision surgery will be done if necessary.